Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an incorrect translation from english to italian was observed on the programmer "quick look ii" screen and on the "data - lead trends" screen. No patient complications have been reported as a result of this event.